Manufacturer narrative:
(B)(4). On (B)(6) 2022 customer alleged the pump having broken battery compartment. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, broken battery tube threads, cracked reservoir tube lip, broken belt clip slot, stained address/serial number label, stained end cap sticker. In summary, insulin pump have broken battery tube threads was confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had damage at the battery compartment while the customer was changing batteries. Troubleshooting was performed and the customer will discontinue the use of device.